Event description:
It was reported that during a left anterior descending artery stenting procedure, a balance middle weight guide wire (bmw) was placed successfully in the vessel. A balloon dilatation catheter was advanced on the wire to the lesion, successfully preparing the lesion for stenting. During advancement of the xience xpedition stent delivery system (sds), the sds became stuck on the wire. Both devices were removed as on unit. Upon removal, the stent was noted to be mangled. Another wire was positioned and a stent was successfully delivered to the lesion. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience xpedition referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for analysis. The resistance with the sds was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.